Manufacturer narrative:
Visual inspection of the expedium polyaxial screwdriver revealed a fracture at the driver distal tip. Optical imaging revealed plastic deformation at the hex lobes. Deformation suggests the hex lobes underwent a torsional overload likely resulting from a quasi-static torsional shear failure. No material defects were identified during the analysis. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be positively identified however the failure is likely due to a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The poly driver head chipped. No harm on patient. Completed with same/like product.